Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 500 mg/dl, 259 mg/dl, and 187 mg/dl. Customer was treated with 3 units of insulin (type not provided) based upon the reading of 187 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.